Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. C78466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes/ failed to close fallopian tubes". The patient's medical history included pap smear abnormal, wrist surgery, tubal ligation, cervical dysplasia, bloating, dysmenorrhea, nabothian cyst and uterus enlarged. Concurrent conditions included irritable bowel syndrome, bipolar disorder, pain in hip, alcohol intoxication, hypokalemia, hypotension, tachycardia, urinary retention, depressive disorder and cystitis. Concomitant products included diclofenac from (B)(6) 2014 to (B)(6) 2015, ibuprofen since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) since 2010, naproxen from (B)(6) 2013 to (B)(6) 2014 and paracetamol (tylenol) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"). The patient was treated with surgery (ablation and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: two coils were seen extruding from the tubal ostium-left side,three coils extruding from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2015: failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, dyspareunia, pelvic pain, anxiety, dysmenorrhea, menorrhagia". This lot number c78466 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-may-2021: final repot marked on EU/ca device tab. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. C78466-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes/ failed to close fallopian tubes". The patient's medical history included pap smear abnormal, wrist surgery, tubal ligation and cervical dysplasia. Concurrent conditions included irritable bowel syndrome, bipolar disorder, pain in hip, alcohol intoxication, hypokalemia, hypotension, tachycardia, urinary retention, depressive disorder and cystitis. Concomitant products included diclofenac from (B)(6) 2014 to (B)(6) 2015, ibuprofen since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) since 2010, naproxen from (B)(6) 2013 to (B)(6) 2014 and paracetamol (tylenol) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: two coils were seen extruding from the tubal ostium-left side,three coils extruding from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2015: failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, dyspareunia, pelvic pain, anxiety, dysmenorrhea, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality-safety evaluation of ptc. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. C78466-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes/ failed to close fallopian tubes". The patient's medical history included pap smear abnormal, wrist surgery, tubal ligation, cervical dysplasia, bloating, dysmenorrhea, nabothian cyst and uterus enlarged. Concurrent conditions included irritable bowel syndrome, bipolar disorder, pain in hip, alcohol intoxication, hypokalemia, hypotension, tachycardia, urinary retention, depressive disorder and cystitis. Concomitant products included diclofenac from (B)(6) 2014 to (B)(6) 2015, ibuprofen since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) since 2010, naproxen from (B)(6) 2013 to (B)(6) 2014 and paracetamol (tylenol) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"). The patient was treated with surgery (ablation and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) -2020. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: two coils were seen extruding from the tubal ostium-left side,three coils extruding from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2015: failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, dyspareunia, pelvic pain, anxiety, dysmenorrhea, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: medical record received- case was upgraded from non-serious incident to serious incident. Medical history and expiration date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. C78466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes/ failed to close fallopian tubes". The patient's medical history included pap smear abnormal, wrist surgery, tubal ligation, cervical dysplasia, bloating, dysmenorrhea, nabothian cyst and uterus enlarged. Concurrent conditions included irritable bowel syndrome, bipolar disorder, pain in hip, alcohol intoxication, hypokalemia, hypotension, tachycardia, urinary retention, depressive disorder and cystitis. Concomitant products included diclofenac from (B)(6) 2014 to (B)(6) 2015, ibuprofen since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) since 2010, naproxen from (B)(6) 2013 to (B)(6) 2014 and paracetamol (tylenol) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"). The patient was treated with surgery (ablation and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: two coils were seen extruding from the tubal ostium-left side,three coils extruding from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2015: failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, dyspareunia, pelvic pain, anxiety, dysmenorrhea, menorrhagia". This lot number c78466 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. C78466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes/ failed to close fallopian tubes". The patient's medical history included pap smear abnormal, wrist surgery, tubal ligation and cervical dysplasia. Concurrent conditions included irritable bowel syndrome, bipolar disorder, pain in hip, alcohol intoxication, hypokalemia, hypotension, tachycardia, urinary retention, depressive disorder and cystitis. Concomitant products included diclofenac from (B)(6) 2014 to (B)(6) 2015, ibuprofen since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) since 2010, naproxen from (B)(6) 2013 to (B)(6) 2014 and paracetamol (tylenol) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: two coils were seen extruding from the tubal ostium-left side,three coils extruding from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2015: failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, dyspareunia, pelvic pain, anxiety, dysmenorrhea, menorrhagia". Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, depression, mental anguish, failure to occlude (close) fallopian tubes. Reporter information, medical history, concomitant drug, lab data were added. Device category changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.